Event description:
Physician reporting, patient experienced " discomfort in the right chest". And capsular contracture, baker grade iii. Diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Continued e.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting patient experienced " discomfort in the right chest" and capsular contracture baker grade iii diagnosed by MRI. Device has been explanted.